Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made to adjust the output and turn off adaptive capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and variable thresholds. When the lead was programmed unipolar, the patient could feel the pacing. The lead remains in use. No further patient complications have been reported as a result of this event.